Manufacturer narrative:
A bayer service representative responded to the site and replaced the injector head. Bayer product analysis received and examined the subject injector head and pivot knuckle assembly. Visual examination confirmed a sheared bushing screw within the pivot knuckle assembly. The sheared bushing screw allowed the pivot knuckle to release and the injector head to disengage.

Event description:
The site reported the following information: the stellant d injector (serial number (B)(4)) disengaged from the mounting structure while being moved and fell towards the floor. The technologist placed the injector head on a table. There was no injury.